Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during transcatheter aortic valve implantation (tavi) procedures, there has been an increase number of cuff misses occurring with the proglide device. Additional proglide devices have been used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was available.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not reported. The devices were reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.